Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the hernia mesh was implanted sometime earlier this year. The patient stated that the mesh was too uncomfortable and not providing relief as it was supposed to. The mesh was explanted by another surgeon.